Event description:
On behalf of the customer in (B)(4) the distributor reported issues with the aes-90sn probe assy suct, sin, # aes-90sn, lot 202108031, recently experienced by (B)(6) hospital on (B)(6) 2021. It is noted in the record: a surgeon used aes-90sn for the purpose of hemostasis during a shoulder a/s and the broken tip which is for suction was found through monitor screen. The broken tip was removed inside of a patient's body. A patient's condition is good. Surgery was completed using another aes-90sn with a 10-minute delay. There was no impact or injury to the (B)(6) year old male patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence, as although the broken piece was removed, it did fall into the patient.

Manufacturer narrative:
The device in question has been received by conmed and has entered into the evaluation process. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Investigation of the customer's reported issue finds it to be confirmed based on evaluation of returned used device, item aes-90sn. Examination found device electrode broken off from the probe tip. Detached broken electrode was not returned per evaluation. Examination was performed per edge probes documents. Manufacturing documents from device history record were reviewed & found no abnormalities that would contribute to this issue. Two-year lot history review was conducted & found this is the only complaint for this lot number & failure mode. (B)(4). Instructions for use (IFU) provide user with information regarding proper care & use of this device. Per the IFU, user is advised to examine all accessories & connection to generator before use. Ensure all accessories are properly & securely connected & function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. Maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Care should be taken in procedures that may cover the probe return electrode. Do not activate the probe while any portion of the active or return electrode is in contact with another metal object, including the scope; localized heating of the electrode & the adjacent metal object may result in product damage and/or injury. This issue will continue to be monitored through the complaint system to assure patient safety

Event description:
On behalf of the customer in korea the distributor reported issues with the aes-90sn probe assy suct, sin, # aes-90sn, lot 202108031, recently experienced by (B)(6) hospital on (B)(6) 2021. It is noted in the record : a surgeon used aes-90sn for the purpose of hemostasis during a shoulder a/s and the broken tip which is for suction was found through monitor screen. The broken tip was removed inside of a patient's body. A patient's condition is good. Surgery was completed using another aes-90sn with a 10-minute delay. There was no impact or injury to the 63 year old male patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence, as although the broken piece was removed, it did fall into the patient.